Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge replaced the pump and the distribution board. The most likely root cause of the reported issue is a mechanical or/and electrical failure of the patient pump which led to the damages on the distribution board.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t patient pump 1 stopped functioning during maintenance. There was no patient involvement.